Manufacturer narrative:
The removed mc board was returned to the failure investigation lab (fi). A visual inspection of the mc board revealed no evidence of damage or contamination. The fi technician installed the mc board into a fi ventilator to duplicate the reported issue. The customer complaint was verified. The root cause is failure of comparator u125.

Manufacturer narrative:
It is unknown if the device was in clinical use, but no patient or user harm was reported. The customer replaced the mc pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device is failing with ovp circuit failed, code 1127. It is an intermittent problem. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised to replace the mc pcba and then the pm pcba. Further information is pending.